Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 2 years 7 months post implant of ventrio st, patient was diagnosed with bowel obstruction, inflammation, abscess and adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists inflammation and adhesions as possible complications. Note, the manufacturing date (15-apr-2012) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol ventrio st mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with incisional hernia at the site of previous laparoscopic incision thereby open repair with implant of ventrio st mesh. Per operative notes, ¿the hernia was opened and preperitoneal fat was reduced from the fascia. The defect in the fascia requiring repair with large patch therefore ventrio st patch was inserted with the protected layer toward the viscera and sutured.¿ (B)(6) 2013 - patient had epigastric pain, partial small bowel obstruction thereby provided antibiotics. (B)(6) 2016 - patient was diagnosed with small bowel obstruction thereby underwent repair with partial mesh explant. Per operative notes, ¿the mesh along the left side had folded upward, the bowel had gone underneath it and stuck to mesh, severely adhered. Removed the adhesions, mesh and the edges that was exposed. Remainder of mesh was intact it was firmly fixated to the fascia. Resected the segment of bowel that involved in obstruction.¿ attorney alleges that the patient had adhesions, pain, mesh migration, hernia recurrence, bowel obstruction, and bowel removal. It is also alleged that the mesh folded upward on the left side allowing small bowel to go underneath and create severe adhesions thereby underwent lysis of adhesions for 2 hours to release small bowel obstruction, resection of 2 segments of bowel with mesh removal and had serosa tear of the bowel.